Event description:
Swelling in left knee [joint swelling]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) male pt, initials (B)(6) with gonarthrosis. The pt's medical history included treatment with synvisc injection in the right knee on (B)(6) 2011. Subsequently, he developed arthritis, swelling and effusion in the knee. On (B)(6) 2011, the pt initiated treatment with synvisc, 2 ml injection weekly in the left knee. On (B)(6) 2011, the pt developed swelling in the left knee. The same day, joint fluid of 45cc was aspired from the knee. The action taken with synvisc was not provided. The pt's outcome for swelling in the left knee and left knee effusion was recovering. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The relationship between synvisc and both the events was not provided by the reporting physician. Additional info was received on (B)(6) 2011 in the form of qa (quality assurance) results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required.